Manufacturer narrative:
H6: investigation summary: no photo or sample was received for investigation with the customer's complaint of separation. Without further information or a physical sample, the complaint cannot be verified and the root cause remains unknown. A device history record review for model 42434e lot number 21039601 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing separated from the drip chamber. The following information was provided by the initial reporter: "tubing fell apart at drip chamber"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing separated from the drip chamber. The following information was provided by the initial reporter: "tubing fell apart at drip chamber."